Manufacturer narrative:
Additional information received from physician indicated that interrogation of device had been reviewed and the patient had recurrent ventricular tachycardia, was shocked appropriately, but died due to terminal ventricular tachycardia. No known device performance problem noted by physician. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. All lead impedances rise on the noted day of death, (B)(6) 2011. (Vpace rises to 1482 ohms from 475 ohms; superior vena cava lead rises from 46 ohms to 114 ohms, the defib active can rises from 38 ohms to 104 ohms. A lead integrity alert triggered on the noted date of death (B)(6) 2011; this, along with the rises of impedance may be attributed to post-mortem measurements. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2011, the noted date of death. (B)(6) the noted date of death. High sensing integrity counts can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased and died approximately seven months after implantable cardiac defibrillator was replaced. Further information received indicated that the patient had laid down for a nap and was later found by family. The cause of death has been requested and not received.